Event description:
It was reported that the physician's tablet was intermittently charging due to the charging cable. It was confirmed that the power cord was plugged in with the green light on the charger showing lit, but the battery charger icon was not lit. The tablet had been unplugged for some time (unknown amount of days). The connection between the tablet and the charger appeared to be fine and plugged in completely. Troubleshooting was attempted with another charger, which appeared to work with the tablet since the battery indicator was lit on the tablet. The physician's charger was then connected back to the tablet, and the tablet was charging successfully. However, the tablet was not charging at times. A replacement charger was shipped and the suspect charger was received on 02/18/2016. Analysis is underway but has not been completed.

Event description:
An analysis was performed on the returned ac adapter and the reported allegation was not verified. No anomalies associated with the ac adapter performance were noted during testing using a known good tablet. The ac adapter performed according to functional specifications.